Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during a left tkr, this event happened when the surgeon started trialing the implants. While removing the 38mm patella a peg snapped off inside the patient. The surgeon tried to remove the peg with various instruments without any success and eventually had to redrill the hole to remove the peg. No parts or pieces were left in the patient. There was a less than 5 min delay that did not result in an adverse event. Patient was last known to be in stable condition following the event. Device will be retuning.

Manufacturer narrative:
Section h10: (d4) lot number: 14594005. (H3) the broken instrument reported may have been due to material degradation as a result of numerous surgical uses and subsequent sterilization cycles, which led to patella peg fracture during removal. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.